Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was not impacted. Although requested, the customer declined to perform troubleshooting and declined to provide additional information regarding the event. Reportedly, the customer had manual injections as alternate insulin therapy.